Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reportable events distal end had a burn was traced to component failure and a noisy image was present was due to damage on circuit board of scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope¿s distal end had a burn, and a noisy image was present. There was no patient involvement.